Event description:
Nellcor puritan bennett received a report from a biomedical engineer of intermittent audio.

Manufacturer narrative:
The unit was requested back for evaluation, but has not yet been received.